Event description:
It was reported that the external pulse generator was "defective." The generator was returned for service. Not patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upper and lower cases, side bail covers, and ring cover are broken. Side bails and ring are missing. Battery returned with device is normal end of life. Battery flex is corroded. Lead flex cover and battery drawer are contaminated. Battery contacts are compressed.